Event description:
At about 1 year 3 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 may 2024 lot 2200536: (B)(4) items manufactured and released on 04-may-2022. Expiration date: 2027-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional revised implants batch review performed on 02 may 2024 on gmk-sphere 02.12.0002l femoral component sphere cemented size 2 l (k121416) lot. 2101892 lot 2101892: (B)(4) items manufactured and released on 09-apr-2021. Expiration date: 2026-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 02 may 2024 on gmk-sphere 02.12.0113fl tibial insert fixed sphere flex size 1/13 mm l (k140826) lot. 186001 lot 186001: (B)(4) items manufactured and released on 28-sep-2018. Expiration date: 2023-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.